Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. The abiomed's medical safety officer review the patient's outcome and there is not enough evidence to exclude the impella used as an associated factor to the patient outcome. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had placed a impella cp to support a patient in shock and getting cardiopulmonary resuscitation. It was reported that during support the patient has bilaterally cold legs, which the rep states may have been caused by high catecholamines. Later it was reported that the patient expired while on support. The abiomed's medical safety officer review the patient's outcome and there is not enough evidence to exclude the impella used as an associated factor to the patient outcome.